Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The trial cracked in half when the surgeon hit it with the mallet. There were no adverse events.

Manufacturer narrative:
An event regarding a fractured cr tibial insert trial #5 - 9mm was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported fracture. No material or manufacturing defects were identified. Medical records received and evaluation: not performed as clinical factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been 2 other events for the lot referenced. Conclusions: the investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
The trial cracked in half when the surgeon hit it with the mallet. There were no adverse events.